Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection. No other devices were implanted at this time. The rv lead has not been returned. No additional adverse patient effects were reported.